Manufacturer narrative:
No product was returned for evaluation and no lot number information is known. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
Patient wore this lens type in the left eye. Doctor reported patient presented with symptoms of irritation, pain and photophobia after wearing a trial lens for four days. Patient was diagnosed with a central corneal ulcer os which the doctor believed to be infectious. The patient was prescribed vigamox and bacitracin, and told not to wear the lens. The ulcer resolved and the patient resumed contact lens wear. Six weeks later, the patient returned and again the os was red and irritated and the patient stated the eye had been this way for about two weeks. He was diagnosed with a corneal ulcer os and also od (although asymptomatic) and was prescribed vigamox and bacitracin. The patient recovered with no permanent decrease in visual acuity. The patient was refit into another brand of contact lenses.